Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provide serial number. Incorrect phone number provided (B)(6).

Event description:
It was reported to philips that during training, the customer found repeatedly that the 1st simulated v-fib rhythm gave a ¿non-shockable rhythm, continue CPR message¿ and the customer would like to find out why. There was no reported patient involvement.

Manufacturer narrative:
.